Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 443 mg/dl. The customer did not provide details regarding symptoms or treatment of their low blood glucose episodes. Customer was assisted with troubleshooting and was able to rewind the pump. The customer declined troubleshoot for high blood glucose. The insulin pump be will not be returned for analysis.